Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, based on the customer reported failure ¿did not work due to a vibration error¿ and additional comments "it did not vibrate at all; cracks near the oscillator and shaft misalignment were also confirmed", it is possible this complaint was as a result of handpiece overtorquing as non-operation and misalignment are consistent with this failure. However, without testing, it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that before a laparoscopic hepatectomy procedure, the cusa excel 23khz straight handpiece (c2600) did not work due to a vibration error. Therefore, another product was used for the procedure. It was later confirmed that the device did not vibrate at all, there were cracks near the oscillator, and there was shaft misalignment. The surgical time was extended for 30 minutes; however, there was no patient injury.